Manufacturer narrative:
Brand name: unknown, not provided. Model number: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted. PMA/510(k) #: unknown as the model number was not provided. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. Post-operatively, at the 6-month follow up visit with the doctor, the patient reported being extremely bothered by halos and starbursts during the night and when she's not wearing any corrective glasses. The patient also stated that she is often moderately bothered by sensitivity to light and very bothered at times by poor low light vision during the night and when not wearing corrective glasses. There are no plans for intervention at this time. The patient's best corrected distance visual acuity (bcdva) in the left eye was 20/15. Reportedly, there was no patient injury and no patient complications. No additional information was provided. The patient had also an intraocular lens implanted in the right eye (od) on (B)(6) 2017. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
During follow-up, the serial number was provided. Therefore, the following fields have been updated accordingly: brand name: tecnis symfony. Common device name: multifocal iols. Product code: poe. Model#: zxr00, serial#: (B)(4), catalog#: zxr00u0230, expiration date: 04/06/2022, UDI #:(B)(4). (B)(6). PMA/510(k)#: p980040. Manufacturer report number: should begin with 9614545. Device manufacture date: 04/06/2017. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report pertains to iol serial number, (B)(4); device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.